Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation with the patient programmer. It was noted that there was a "call your doctor" icon with a power on reset (por) condition. The patient reportedly noticed this a couple months prior to report. It was noted that it was an informational por that the patient had seen before in the past six months, but had been able to clear it each time. It was noted that after the first attempt at clearing the por, it was still appearing on the screen. After the patient services representative had the patient clear the por again, the normal programming screen displayed. It was noted that the patient was working in a power plant. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.